Manufacturer narrative:
The serial number of the device involved in the reported event was not provided therefore we were unable to review the manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn. Report 3 of 3.

Event description:
A report was received from a user facility in (B)(6) indicating that during a cataract procedure, while on sculpt ultrasound, a foreign body entered the patient's eye through the ultrasound handpiece. The surgeon was unable to confirm if the particle was removed so the patient was brought back for a follow-up the following day. There was no inflammation and no visible foreign body in either anterior or posterior of the eye.